Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: during investigation, the keypad buttons were responsive to user input. The keypad was removed to find no damage to the button contacts or keypad flex cable. The complaint of under responsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, moisture corrosion was found on the keypad connector and printed circuit board upon opening the pump.